Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited under-sensing and increased thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.